Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. The distal conductor was fractured (overstress). The lead was received with the helix fully retracted. When the helix was retracted during the procedure, the is-1 connector pin was turned an excessive number of times, resulting in distortion of the distal conductor within the connector. Distal conductor distorted and there was blood in/on the helix mechanism. Damaged at implant.

Event description:
It was reported that following many positioning attempts during the implant procedure, it was no longer possible to push the helix out of the distal tip. The lead was not used, and another lead was successfully implanted. No patient complications have been reported as a result of this event.